Event description:
It was reported that this lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lead remains in service. Additional information received indicates that the lead was explanted due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lead was explanted.

Manufacturer narrative:
This supplemental report was created to correct the entry in h6: impact code.

Event description:
It was reported that this lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.